Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed, and a loss of connection was found within the investigation window. Data investigation completed on (B)(6) 2019 confirmed a loss of connection greater than an hour. The allegation was confirmed. The probable cause was determined to be frozen egv times, transmitter timer not advancing. No injury or medical intervention was reported.